Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored three untreated episodes and delivered a shock to the patient while exercising. The delivered therapy was considered inappropriate. The non conditional zone was then reprogrammed from 240 to 250 beats per minute. This device remains in service. No adverse patient effects were reported.